Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient experienced a rash and the doctor needed to rule out erythema multiforme. The patient was treated with dermatology, tissue test execution on (B)(6) 2011 and sodium fusidate. The event remains unresolved.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.